Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient's blood glucose (bg) rose today and she had to go to the emergency room. She is currently off the pump and on injections, and called to troubleshoot to find the cause of this issue. Infusion sets were changed out 3 times today and a new vial of insulin used: time and date correct, no alarms, tdd and bolus correct. Fill cannula step is correct , how ever the load step has been 3.2 units for the last 4 primes. Patient reports she has not paid attention to the pump while doing the prime rewind to know if insulin is going into the tubing during the load step.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.